Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported that an arteriovenous fistula was observed following a ventricular device implant. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: upon review, the leadless pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the arteriovenous fistula was not related to any abbott product. Additionally, it occurred during venous puncture while using a non-abbott device.